Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager reported that a (B)(6) male patient was treated while in a nursing facility. The lifevest delivered an inappropriate treatment at 13:04:26 during rapid atrial fibrillation with a rapid ventricular response (169 bpm). The rapid atrial fibrillation contributed to the false detection. The patient was conscious. The response buttons were used intermittently but not immediately prior to the treatment. The patient remained in the nursing facility and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device mfg date: monitor: 05/2013 - reuse; electrode belt: 03/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).